Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced to predilate the target lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres. No kink nor resistance was encountered during the procedure. The balloon was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).